Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt

Event description:
As reported, during surgical use the truliant pin puller broke during a truliant tka. The pin puller was engaged with the pin and upon pulling the pin vertically up out of the tibia tray the pin puller inner prong broke. The broken prong was isolated and removed from the sterile field. There were no parts or pieces of the device fell into the patient wound site. There was no surgical delay/prolongation. Patient was last known to be in stable condition following the event. The pin puller is not usable and is being returned to exactech.

Manufacturer narrative:
After further review of additional information received the following sections g3, g4, g6, h2, h3 and h6 have been updated accordingly. (H3) the broken truliant pin pullers reported in were likely the result of the breakage area of the component being relatively thin which does not offer great safety margin when the instrument is subject to off-axis loading and/or off-axis loading when the user applies a bending moment to the device during pin driving/pulling.